Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed a malfunctioning flexvision pc. Fse replaced the hard drive of the flexvision pc, reloaded software, manually edited video layouts, performed system backups, and verified system functions. After repair action, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the hard disks, reinstalled the software and returned the system to use in good working order.